Manufacturer narrative:
The baxter technician found the head actuator needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that versacare frame (product code p3200k000745, serial number (B)(6), had the head actuator raises up by itself. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.